Event description:
A medtronic representative reported the following unexpected behavior in the fusion ent v. 2.2.0 software after importing an exam with dicom q/r v. 1.1.4 software. The 2d images and 3d model of a previously selected pt appeared in the views instead of the pt originally selected. A registration was performed on the previously selected pt's head model. The user was able to proceed to the navigate task, potentially unaware that they were viewing the wrong pt head model/registration. There was no pt present as this issue occurred during in-house testing. This issue has never caused harm to a pt in the field.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Device MFR date was not applicable as event was related to software simulation in-house testing. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. The issue was resolved with the currently released version of dicom q/r software 1.1.5.